Event description:
Elderly male with history of severe coronary artery disease. Procedure: coronary artery bypass graft x4. The ethicon flex 60mm powered stapler would not engage tissue and fire. Another stapler used without issues. No known harm to patient.